Event description:
The customer reported that their device had its service indicator illuminated and also displayed a "cannot charge" message on the device screen which is an indication that the defibrillation energy may not have the ability to charge for a shock. There was no report of any patient use associated with the reported issue.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. Physio replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.